Manufacturer narrative:
Investigation results: the inratio result was >7.5 and comparative system less than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. Unable to identify the root cause for customer's discrepant results. Recent test conducted on lot 257060 on (B)(6) 2011 met accuracy criteria. Test results are as follows: donor 102 - 1.8, 2.4, 2.1 inr; donor 103 = 2.8, 2.9, 3.2 inr. At least 2 out three replicates are within the allowable bias (+/- 1.0) of reference results for donor 102 (2.56 inr) and donor 103 (1.75 inr). (B)(4). This failure mode will continue to be monitored. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: >7.5, lab: 3.3. Therapeutic range 2-3.